Manufacturer narrative:
The tech isolated the issue to a defective head up valve. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.